Event description:
It was reported that during implantable pulse generator (ipg) implant procedure, before tether component removed threshold within acceptable range, however, after tether component removed thresholds elevated/high. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.